Manufacturer narrative:
Section h11 of the initial medwatch report indicates: stryker evaluated the customer's device and was unable to duplicate the reported issue but was able to verify the reported issue was logged in the device¿s memory. The codes were cleared from the device and after proper device operation was observed through functional and performance testing, the device was returned to the customer. The cause of the reported issue could not be determined. Section h11 of the initial medwatch report should indicate: upon review of the reported complaint information, the issue is not likely to manifest itself in a hazard or function in a manner that would compromise patient safety. The error occurs when the user attempts to run a user test immediately after powering on the device. The initial report was submitted in error. Section h 6 results code of the initial medwatch report indicates: operational problem identified. Section h6 results code of the initial medwatch report should indicate: software problem identified. Section h6 conclusion code of the initial medwatch report indicates: cause not established. Section h6 conclusion of the initial medwatch report should indicate: cause traced to software coding.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue but was able to verify the reported issue was logged in the device¿s memory. The codes were cleared from the device and after proper device operation was observed through functional and performance testing, the device was returned to the customer. The cause of the issue could not be determined.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.